Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced an infection at the scalp incision site and device extrusion. The recipient was admitted to hospital for treatment with IV antibiotics (type unknown). The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's infection has been resolved. This is the final report.

Manufacturer narrative:
Additional information: the recipient was reportedly treated with oral antibiotics for two weeks. External visual inspection of the explanted device revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
This is the final report.